Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that over the phone, a tech disabled the unit on (B)(6) 2019. The patient reported that the shocking was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had a return of pain in the left leg. The patient would increase stimulation to 10 and could not stand to go any higher and would leave it on 10 until the pain subsided. The pain would come back and they would increase to 10 again but the patient was still having pain in the left leg from the knee down about eight inches which was gradually getting worse. The patient had a new pain in the lower back which had also been gradually getting worse. The indication for use was other pain indications-other. Additional information was received from the patient. It was reported that the patient turned the stimulation off because it was shocking/electrocuting them. The patient reported that it was occurring randomly. The patient was instructed to keep the stimulation off until they can meet with their healthcare provider. No further complications are anticipated.